Manufacturer narrative:
H6: coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that nothing has been set yet, and every time they go to the bathroom it was a mess. Patient stated that they couldn't go out because they know they would get wet. Patient stated that they were much worse than they were before the surgery. Agent walked them through connecting to the ins. At first, they encountered "operation failed" error message. Agent had them to connect again which they were able to do. Agent reviewed increasing stimulation and programming. Patient was able to increase the stimulation to a comfortable level on the bike seat area. Patient to monitor their symptoms and redirected to the healthcare provider (hcp) if it persisted. Additional information was received on 2026-feb-12. Patient called reporting they felt ajolting sensation in their rectum yesterday, when making an adjustment from 0.4 to 0.5 during the call with manufacturer. Patient tried to increase the stimulation up to a 0.6 but they were getting a strong feeling so they left it at 0.5. Patient said they were looking for advise on what to try next to get results from the therapy. Redirected to their healthcare provider to further address the issue. Patient stated they would call the nurse practicioner(np) from their hcp's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went from 0.4 to 0.5 and they had to back off on that because it was sending shocks down to their butt and beyond the groin and they couldn't rest or sleep with it. Patient said it was at 4 now but it was still not wonderfully comfortable and they need some instruction on how to deal with raising this. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. The dialer contacted the patient, who again reported an issue with increasing the stimulation: when attempting to increase it to 0.6, they felt a shock near their rectum when trying to sleep, patient mentioned that they had a high pain tolerance. The agent reviewed with the patient how to change programs, and the patient switched to program 1. The patient confirmed that the stimulation now feels comfortable. They mentioned having an appointment with their healthcare provider on march 3rd and would continue to track their symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.